Event description:
Customer reported overflow of chemotherapy during infusion with significant arm edema. A broken catheter 7 cm from exit-site PICC removed and evidence of rupture 7 cm from exit-site. No other information provided. Additional information received: patient was sent from the day hospital oncology department to the PICC/midline outpatient clinic for pain at the exit site and arm swelling due to extravasation, following the infusion of chemotherapy (irritating drug) via PICC . Checks are carried out and it is decided to remove the catheter. Upon its removal, the cracking of the device along approximately half of the circumference is noted. Actions taken treatment of extravasation, removal of PICC and implantation of new PICC at another location to allow chemotherapy to resume the patient reported erythema, redness and swelling due to extravasation of pegylated liposomal doxorubicin caelyx, an irritant drug. As reported in the report she had to have another PICC implanted in the other arm in order to continue chemotherapy. To date the arm has improved as the drug was not a vesicant/necrotizing drug. The health worker wore gloves. The patient repositioned more PICC in another location and continued chemotherapy. The extravasation was with irritant drug and not vesicant, so there were no other consequences. Accidental leakage about 2 cm from original exit-site in PICC partially tunneled (2 cm), for which secur-a-cath was applied.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
Customer reported overflow of chemotherapy during infusion with significant arm edema. A broken catheter 7 cm from exit-site PICC removed and evidence of rupture 7 cm from exit-site. No other information provided. Additional information received: patient was sent from the day hospital oncology department to the PICC/midline outpatient clinic for pain at the exit site and arm swelling due to extravasation, following the infusion of chemotherapy (irritating drug) via PICC . Checks are carried out and it is decided to remove the catheter. Upon its removal, the cracking of the device along approximately half of the circumference is noted. Actions taken treatment of extravasation, removal of PICC and implantation of new PICC at another location to allow chemotherapy to resume the patient reported erythema, redness and swelling due to extravasation of pegylated liposomal doxorubicin caelyx, an irritant drug. As reported in the report she had to have another PICC implanted in the other arm in order to continue chemotherapy. To date the arm has improved as the drug was not a vesicant/necrotizing drug. The health worker wore gloves. The patient repositioned more PICC in another location and continued chemotherapy. The extravasation was with irritant drug and not vesicant, so there were no other consequences. Accidental leakage about 2 cm from original exit-site in PICC partially tunneled (2 cm), for which secur-a-cath was applied.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed just distal of the 6 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported overflow of chemotherapy during infusion with significant arm edema. A broken catheter 7 cm from exit-site PICC removed and evidence of rupture 7 cm from exit-site. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported overflow of chemotherapy during infusion with significant arm edema. A broken catheter 7 cm from exit-site PICC removed and evidence of rupture 7 cm from exit-site. No other information provided. Additional information received: patient was sent from the day hospital oncology department to the PICC/midline outpatient clinic for pain at the exit site and arm swelling due to extravasation, following the infusion of chemotherapy (irritating drug) via PICC. Checks are carried out and it is decided to remove the catheter. Upon its removal, the cracking of the device along approximately half of the circumference is noted. Actions taken treatment of extravasation, removal of PICC and implantation of new PICC at another location to allow chemotherapy to resume. The patient reported erythema, redness and swelling due to extravasation of pegylated liposomal doxorubicin caelyx, an irritant drug. As reported in the report she had to have another PICC implanted in the other arm in order to continue chemotherapy. To date the arm has improved as the drug was not a vesicant/necrotizing drug. The health worker wore gloves. The patient repositioned more PICC in another location and continued chemotherapy. The extravasation was with irritant drug and not vesicant, so there were no other consequences. Accidental leakage about 2 cm from original exit-site in PICC partially tunneled (2 cm), for which secur-a-cath was applied.